Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. After a visual/physical examination it was observed and confirmed that the tip of the probe was bent. A failure of physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the thoracic probes were bent. No patient was present at the time of the event.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the thoracic probes were bent. No patient was present at the time of the event.